Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# 0214485930, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: 0214485930, ubd: 10-nov-2021, (B)(4). Report source: country: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the patient went to hospital to be programmed on (B)(6) 2019, ¿it was found that the lead in the body was suspected to be malfunctioning.¿ additional information received clarified the issue was identified during reprogramming, whereby the lead ¿did not respond to electric shock and the staff suspected the lead was faulty.¿ it was unknown whether the patient had experienced any symptoms or complications related to the ¿malfunctioning¿ lead. The patient was admitted to the hospital overnight as a result of the issue. Additionally, it was noted the patient was ¿under observation in the hospital¿ at the time of report and the lead remained implanted. There were no surgical interventions scheduled as of (B)(6) 2019. The cause of the lead ¿malfunctioning¿ was not determined. There were no further complications reported or anticipated.